Manufacturer narrative:
Sensor (B)(6) was returned and investigated. A visual inspection of the returned sensor patch was performed, and no external issues were observed. The presence of a watermark at the base of the tail indicated proper sensor insertion. Data was extracted using approved software and extraction was successful. Sensor was found to be in sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The sensor was further investigated and de-cased. An internal visual inspection of the printed circuit board assembly (pcba) was performed, and no issues were initially observed. At this stage, the sensor was no longer scanning and functionality testing, including source measurement unit (smu) and poise voltage testing, could not be performed. An extended investigation was conducted. Visual inspection of the sensor housing revealed no abnormalities. Visual inspection of the pcba identified hairline fractures on the board. Performed data analysis on the initial scan; however, functionality testing could not be completed due to the presence of the hairline fractures. The hairline fractures were located around the asic and resulted in breaks in the circuit traces, which prevented the sensor from scanning. The fractures were determined to have occurred during the de-casing process while removing the pcba from the sensor housing. The issue is unable to test, as the sensor was non-functional at the time of investigation. In additional, the device history review (DHR's) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. Section h6 (investigation findings) code c20 (no findings available) and d15 cause not established was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 6.3mmol/l,2.9mmol/l and 2.9mmol/l compared to readings of 15mmol/l,10.9mmol/l and 10.6mmol/l respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 3 days. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 6.3mmol/l,2.9mmol/l and 2.9mmol/l compared to readings of 15mmol/l,10.9mmol/l and 10.6mmol/l respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 3 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.